Manufacturer narrative:
The customer received a replacement device. Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report their device's on/off button is not functional. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.

Manufacturer narrative:
The device was returned to stryker for evaluation and the reported issue was verified. The on/off button latch was missing and is the root cause of the reported issue. The device was archived by stryker.

Event description:
The customer contacted stryker to report their device's on/off button is not functional. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.